Event description:
Patient with history of (B)(6) related cirrhosis, multifocal hepatocellular carcinoma, esophageal variceal bleeding and recurrent abdominal ascites. Status post hepatic ablation. Patient with recurrent large volume paracentesis and multiple esophageal variceal banding site. Patient presents for transjugular intrahepatic portosystemic shunt (tips) and paracentesis. During the case, the patient's esophageal varices were targeted for embolization. A 6mm x 20cm azur coil was selected and prepped for usage. Further investigation found the coil to be defective. It was saved for investigation.